Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product-procedure: unable to observe since it is not related to the device. Deflation: not observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported a right side exchange from textured to smooth implants due to the patients concerns with the product and a right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side exchange from textured to smooth implants due to the "patient's" concerns with the product and a right side deflation. Device remains implanted.